Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the device was affected by something or the device temporarily failed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. In the evaluation of olympus repair center the following was confirmed; the reported phenomenon was not reproduced. No abnormalities were noted in the appearance of the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device could not insufflate co2 gas. There was no report of patient injury associated with this event.